Event description:
It has been reported to philips that the system shut down and would not restart. The system was in clinical use. There was no reported patient or user harm. The philips field service engineer (fse) replaced the mains power distribution unit (mpdu) and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device lost its power during use. During troubleshooting fse found mpdu control unit was faulty. Fse replaced the mpdu control unit. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.